Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR # 2134265-2010-04836 and 2134265-2010-04837. It was reported that post a stenting treatment procedure, the patient had a systemic reaction. The patient presented with non-st segment elevation myocardial infarction. Access was obtained through the femoral artery. The target lesions were located in the mid circumflex (cx), proximal to mid right coronary artery (rca) and mid inferior branch of the posterolateral segment artery (plsa). The 99% stenosed target lesion in the mid cx had timi ii flow distally. The lesion in the rca was 4mm wide with 90-95% stenosis and appeared hazy with possible ruptured plaque. There was a 95% stenosed target lesion at the ostium and proximal portion of the inferior branch of the plsa. A 190cm guide wire was advanced to the distal cx and a 2.5x20mm apex balloon catheter was advanced to the lesion. The balloon was inflated to 10 atms/45 sec. Next, a 3.0x24mm taxus liberte stent delivery system (sds) was advanced and deployed at 10 atms/45 sec. The proximal to mid portions of the stent were post-dilated with a 3.5x12 quantum balloon to 20 atms/45 sec resulting in timi iii flow. Next, a 6 french guide catheter was placed into the rca. The same guide wire was advanced to the lesion and a 4.0x32mm taxus liberte sds was advanced. The stent was deployed at 20 atms/45 sec resulting in timi iii flow. Lastly, the guide wire was positioned in the inferior branch of the plsa. A 2.75x8mm taxus liberte sds was advanced and the stent was deployed at 16 atms/45 sec resulting in timi iii flow. No patient complications were reported and the patient was "pain free at the end of the case." The patient was discharged two days later and administered 325mg aspirin, 75mg plavix, 10mg lisinopril, 80 mg lipitor and 50 mg lopressor. However, three days after the stenting procedure the patient developed swelling of the eyes and lip and had scalp urticaria. Per the cardiologist's recommendation, lisinopril was discontinued and the patient's symptoms resolved for one week. However, the patient redeveloped diffuse hives, angioedema of the lip, face and scalp as well as dizziness, abdominal discomfort, hoarseness and a dry throat. Three weeks after the stenting procedure, the cardiologist discontinued lopressor, but the patient's symptoms did not improve. Three days later he was admitted to the emergency room and started oral steroids, pepcid and was given solumedrol. The patient's symptoms redeveloped after 48 hours. Three days later, plavix was discontinued and changed to effient. After five days he returned to the emergency room for angioedema to face, lip, eye swelling, dizziness and disorientation. The patient was treated with a steroid shot and a medrol dose pack. Since the second emergency room admission, additional actions were taken to investigate possible drug causes of the patient's reaction and they include: trials of stopping aspirin, lipitor and lopressor and switching from plavix to effient. The patient had one 3 week period with minimal symptoms and off oral steroids since onset of symptoms "near end of (B)(6)" associated with being off of lisinopril. However, the patient has required extensive amounts of antihistamines.